Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing. Sensitivity was decreased and there was undersensing, then sensitivity was increased and oversensing occurred. Noise was reproduced with left arm movement. Strip indicated my potential sensing. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.